Event description:
Event description guidant received information that this transvenous defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) was recording oversensed noise on the right ventricular rate/sense channel resulting in pacing inhibition. Lead measurements were reported to have been normal. The noise was not able to be recreated. Electrograms were reviewed and intermittent noise was also seen on the shock electrogram as well. A guidant technical services (ts) consultant recommended changing the sensitivity of the device to least while considering opening the pocket to evaluate the lead system. It was reported that this patient is pacer dependent. No adverse patient symptoms were reported.